Event description:
A user facility reported that an image abnormality was noted with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, the color tone of the image was abnormal due to a damage to the image pickup unit. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, color tone of the image abnormal due to a damage to the image pickup unit, insufficient bending angle due to elongation of angle wire, curved rubber adhesive missing, video connector case cracked due to an external factor, and incorrect display of the video connector were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.